Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a product problem occurred while operating the naeotom alpha CT system. It was reported that the reconstruction of a CT scan performed on a 70-year-old female patient with suspected cerebral infarction was unsuccessful. As a result, the examination had to be repeated, leading to a delay of approximately 20¿30 minutes. No adverse health consequences were reported.